Manufacturer narrative:
Analysis was normal. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. The transmission included a patient initiated event that the clinic was unable to open. It was noted that this patient initiated transmission correlated with an automatic stored event within the device. The patient was called for an in clinic evaluation. Upon interrogation, it was noted that the patient initiated transmission displayed the following message "egm invalid". This data could not be retrieved and there was no way to access the data. In addition, there were many episodes of "non-contact" egm loss and pause notifications from the implantable cardiac monitor. The device was removed and replaced. There were no adverse effects to the patient and the patient was discharged.

Event description:
New information received stated that the implantable cardiac monitor was replaced due to excessive signal drop off. It was also noted that the device had no memory to record symptom of pre-syncope. Noise was also observed on the recording.